Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that whilst the patient was in hospital for another procedure it was noted that the right ventricular (rv) lead exhibited rising thresholds and intermittent loss of capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.